Event description:
It was reported that thrombosis occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. The closure device met all release criteria and the procedure was completed without residual jets on all four angles. On (B)(6) 2020, the patient presented for the 45-day follow-up transesophageal echocardiogram (tee), for which a thrombus was noted on the device. There were no neurological symptoms observed. Edoxaban 30mg was changed to 15mg rivaroxaban. Three months post procedure the patient had a follow-up computed tomography (CT) scan performed. The imagined showed that the thrombus was reduced, but not completely dissolved. The physician added aspirin to the patient's medical regimen and have a CT scan at a future date. On (B)(6) 2020, the patient had a 1-year follow-up tee and device thrombosis was noted.